Event description:
Pain in r thigh, limp, instability of r leg and gait/resulting in 2 falls. R leg shorter than left. Loose j+j depuy stem in r leg thinning of outer aspect of r femur rashes on buttocks and r leg (red, itchy) (clicking and locking of r+l leg prosthesis (have same mftr. Hip replacement on l side. Done in (B)(6) 2004)). Elevated cobalt and chromium blood levels (metallosis). Cystocele in l iliopsoas muscle drained in (B)(6). Dx'd in (B)(6) 2011 but apparently was starting 3 years prior and had some symptoms in first year after surgery.